Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2017. It was reported the patient had the pump replaced (B)(6) 2017 and has had three surgeries and "nothing but complications." After the pump was replaced the patient was in the hospital several times because she was going through withdrawal. The tubing wasn't replaced with her pump replacement and "it disintegrated." A dye test was done. The patient had been leaking spinal fluid out of her back and their stomach was swelling. This occurred after the replacement on (B)(6) 2017. The patient was lowered down to 0.375/day and a concentration of 60 mg when they discovered the catheter issue and was currently at 15.983. The hcp did a third surgery on (B)(6) 2017 and the patient was having the same issue. The patient was to follow up with the healthcare provider (hcp). No further complications were reported.